Event description:
It was reported that during a lap hysterectomy procedure, there was no function after a few minutes. Display shows instrument error. Take new instrument. No further info is available. There was no reported pt consequence.